Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an iunihg screw fractured in the patients mouth. The patient is scheduled to retrieve the broken portion from implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An unknown 3i screw was received. Visual inspection of the returned product identified that the screw had fractured across the base of the collar. There were noticeable nicks and gouges around the shank and the hex. There was presence of what appeared to be human medical debris around the threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Customer reported that a screw fractured in the patient's mouth. The reported complaint was confirmed following visual inspection of the product. A definitieve root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.